Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred, and the coronary diagnosis procedure was completed as planned without using the lateral tube. The customer reported that the system did not complete the boot up sequence and it froze at the 0:00 countdown screen. The review of system log file shows host pc related failure indirectly. During the onsite visit, the distributor was unable to replicate the reported issue, leaving the cause of the problem undetermined. The system was found to be in good working order. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system did not complete the boot up sequence. It froze at the 0:00 countdown screen. There was no reported patient or user harm. Philips has started an investigation of this complaint.